Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. During unpacking of the device to perform percutaneous transluminal angiography (pta)shunt, it was noted that the balloon was detached from the shaft. The procedure was completed with another device. The device was not used in the patient. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received in two sections due to a break in the midshaft at the port site. No other damage was noted along both sections of the device. The balloon protector cap was not returned for analysis. An examination of the balloon found that there was no damage noted to the tip, balloon, or blades. The shaft damage noted during analysis is consistent with excessive force being applied to the delivery system during an attempt at removal of the balloon protector from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the balloon detachment occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon&#10263;as selected to treat the target lesion. During unpacking of the device to perform percutaneous transluminal angiography (pta)shunt, it was noted that the balloon was detached from the shaft. The procedure was completed with another device. The device was not used in the patient. No patient complications were reported and the patient's condition is good.